Event description:
During following, the device had intermittent telemetry issues, performing slower than expected. Diagnostic issues were also noted, as a threshold measurement was not possible. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of noise was confirmed by alerts present in the device. These alerts showed that the device¿s securesense system detected noise in the field. The reported field events of high threshold, low sensing, and command execution delay could not be confirmed. The device was tested on the bench, and impedance, sensing, pacing, and high voltage shock were normal. The command execution delay anomaly observed by the field could not be reproduced in the lab.